Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that two possible lot numbers were provided, see below: possible lot 0061697484; production date: 09/26/2019; expiry date: 08/31/2022. Possible lot 0061697485; production date: 09/27/2019; expiry date: 08/31/2022.

Event description:
As reported by the user facility: it was reported that one hour into running cisplatin, patient had fallen asleep and awoke to a large amount of saturation to her blouse. No skin irritation was noted. All providers were wearing ppe, and leak was contained. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) unused samples without packaging were returned for evaluation. Visual examination of the returned samples noted no defects. All four samples were leak tested per specification with passing results. The returned products were functionally tested per specification and the reported defect of leakage was not able to be replicated or confirmed. Therefore, no root cause could be determined at this time.